Manufacturer narrative:
The device had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, broken reservoir tube lip, missing end cap sticker, cracked lcd window, corroded battery tube and missing reservoir tube o-ring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 320mg/dl at the time of the incident. Customer stated the reservoir and battery compartment was broken. Customer stated reservoir does not sit right. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.